Event description:
It was reported that during a carotid interventional procedure, a filter wire fracture occurred and catheter advancement difficulties occurred. The 80% stenosed lesion was located in the moderately calcified and moderate to severely tortuous right carotid artery. The filterwire ez 190cm was deployed distal to the lesion. The physician felt resistance at the proximal end of the filterwire while advancing the carotid wallstent 8x21mm over the filterwire. The carotid wallstent catheter would not advance. The devices were removed and it was observed that the filterwire "split into two and the wire frayed where the basket is." The carotid wallstent was not able to be advanced past the point of the fracture filterwire. The procedure was not completed due to this event. The pt's status is reported as "fine."

Manufacturer narrative:
The returned device had several kinks and a portion of the delivery sheath remained, on the protection wire, as well as the retrieval sheath. The product analysis found that there was a 3.7 cm piece of the delivery sheath (distal portion), the radiopaque tip was wavy and had a 7 mm stretch, the protection wire was kinked and the retrieval sheath was kinked. The product analysis was unable to find any damage to the protection wire assembly, including the filter. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint is determined to be user related. The directions for use caution the user not to pull excessively on the ez retrieval sheath even if resistance is felt during the procedure. The resistance felt during the procedure was a result of the user attempting to advance the wallstent over the distal segment of delivery sheath. (B)(4).